Event description:
Additional information received from the consumer reported that the purpose of the implant was to eliminate chronic pain in both legs and the lower back. The patient stated that since implant it temporarily relieved pain in the left leg, but had not worked in either of the areas for nearly six months. The patient had met with representatives several times and had adjustments done. The patient also had an x-ray of the implant, but had not followed up with the surgeon since the implanting of the device. The patient reported that after talking with different representatives they still had no results.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The patient via a manufacturing representative (rep) reported a loss of therapy. The patient had a fall that occurred two weeks after implant. A manufacturing representative (rep) did reprogramming on the implantable neurostimulator (ins) to see if they could get back coverage. They could only get coverage of the patient¿s legs on the day of the report. The implant was on but the patient was not receiving therapy for low back. The change in therapy was considered sudden that occurred in (B)(6) 2015. The change in therapy was not related to positional movement. It was noted that the patient had not been seen for any testing or reprogramming of the system since implant. Impedance measurements were taken and they were normal. The patient was being sent for x-ray and they would follow up with the healthcare provider (hcp) pending those results. The rep later reported that the patient was reprogrammed and was now getting coverage.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that there was a loss of stimulation and loss of therapy. There was a fall that could be related to this issue. She had a fall 2 weeks after implant. It had never worked in the areas it was supposed to work in. They had been back to the doctor's office several times and it still did not work. Even if they got it programmed in the office it was gone by the time she got home. It never worked on her back or left leg and it only worked some in the right leg. It had been this way since the implant on (B)(6) 2015. On the last visit with a manufacturing representative (rep), the rep tried to adjust the stimulator to function on all three leads. It worked in the office but was not able to repeat it once the patient got home. The stimulation in the back and left leg had never worked properly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient stated the "electric is a ." And they had it explanted with pain. No further patient complications were reported as a result of this event.